Event description:
Pt (patient) uses an omnipod 5 with cgm (continuous glucose monitor). He was at a dinner and went to the car to use his pod controller to bolus. He then walked away from his pod. 5 hrs later he was at the hotel and looked at his pod controller which then started initiating the insulin bolus and gave him the (B)(4) units of insulin 5 hrs late. He had no way to stop or cancel the bolus. This resulted in him having a low blood sugar down to 43. The pump should not have bolused insulin 5 hrs late due to the lack of connection. Reference report: mw5148552.